Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that arthroplasty was revised due to instability and posterior pe fracture. The components were implanted for 6.5 years. The insert was revised.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Provided pictures of the explanted device show the insert to be fractured on the posterior edges of the insert. The device showed signs of wear and discoloration consistent with service in-vivo. The distal surface showed signs of damage around the locking wire likely due to explantation. No further observations could be determined from the pictures provided. Dimensional and functional analysis could not be performed as the device was not returned. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that arthroplasty was revised due to instability and posterior pe fracture. The components were implanted for 6.5 years. The insert was revised.